Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type: extension. Product ID: 3487a, lot# l48177, implanted: (B)(6) 1997, product type: lead. Product ID: 7435, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that they had a change in therapy. The consumer experienced no stimulation in 2010, shocking in the implantable neurostimulator area in 2014, their body was jiggling in their chest area since (B)(6) 2013 and they thought these issues may be related to a fall but were not sure if the shocking could be related to the fall. The consumer also noted that they could not find their patient programmer. The consumer noted that they wanted their implantable system removed as they have not used their implantable neurostimulator for five years prior to the report and were taking pain medication instead. The onset of symptoms was noted to be sudden. The consumer also noted that they were making arrangements to have the system removed. The indication for use was other pain indication. Should additional information be received, a follow up report will be sent out.